Manufacturer narrative:
A ge service representative performed an onsite investigation. The main hard disk drive and cine hard disk drive was evaluated and reformatted. Version 30 of the system software and calibrations were also reloaded during the service event. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that the system inter-mixed patient image data. No patient serious injury or death was reported related to this event.